Event description:
Information received indicates the left siderail doesn't stay up.

Manufacturer narrative:
The technician found the siderail was missing some rivets. He replaced the missing rivets to repair the stretcher.